Event description:
Complainant alleged that during incoming inspection the device was charged to 22 joules. However, during discharge into a defibrillator analyzer the device's display would blank out and the device's defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.